Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the syringe needle became blocked after inserting the needle into the cartridge septum. No reported adverse impact to the customer's blood glucose. The customer changed the syringe and/or needle to resolve issue.